Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 had failed and required maintenance. Attempted to recover the issue by rebooting were unsuccessful, and unplugging and plugging the power cable did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the door 3 had failed and required maintenance. The field service engineer (fse) cleared medication from behind the plastic container bins that were pushing against the plexiglass door and ran the acceptance test. The customer inventoried the doors. The system functioned as intended after the field service engineer repaired the device.